Event description:
It was reported that the device powered off without providing "low" or "very low battery" alarm after running for approximately five hours. It was noted that milrinone was infusing at the time of the event. The nurse noticed that the pump had eight hours of battery life after it was unplugged from power source. The battery was last replaced in (B)(6) 2019. The event occurred in cardiology unit. There was no impact to the patient. It was noted in a non-bd investigation that hospital data set was being uploaded multiple times while the device was running on battery mode and there was a question if this has accelerated the battery consumption on the device and caused an error on battery estimation..

Manufacturer narrative:
The report of a failure to alarm for low battery was confirmed in the pcu event log. Physical inspection showed no irregularities. A ¿battery discharged¿ event was recorded in the pcu event log at 3:11 pm on (B)(6) 2020. Two pump modules were in use and infusing at the time of the event. Pump module s/n (B)(6) was infusing milrinone cont non-ICU 40 mg/100 ml (drugid 374) at a rate of 2.3 ml/hr and pump module s/n (B)(6) was in use and infusing IV fluid (drugid 1) at a rate of 8 ml/hr. Both infusions were programmed and started at 5:25 pm on (B)(6) 2020. At 3:14 pm, the user selected softkey 14 to power off the system. *note ¿ during this period there were multiple instances of the system toggling between ac and dc power, in addition to ¿hospital dataset uploaded¿ events. Review of the pcu error log found no errors during the time period of the reported event. The pcu device history file shows that the pcu was installed at the customer site on (B)(6) 2015. The event description states that the battery was last replaced in (B)(6), which means that the current battery is not due for annual battery maintenance until (B)(6) 2020. On the day of the reported event (29 january 2020), the battery log recorded a battery discharged event (lb3) at 3:11 pm with a capacity of 1406 mah, a low capacity value for the battery. The pcu with its returned battery passed battery testing after performing conditioning in accordance with service bulletin 592a. The root cause of the reported failure to alarm for low battery was identified as an overestimation of battery capacity by the software.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per customer, it is (B)(6) policy not to provide patient information.

Event description:
It was reported that the device powered off without providing "low" or "very low battery" alarm after running for approximately five hours. It was noted that milrinone was infusing at the time of the event. The nurse noticed that the pump had eight hours of battery life after it was unplugged from power source. The battery was last replaced in (B)(6) 2019. The event occurred in cardiology unit. There was no impact to the patient. It was noted in a non-bd investigation that hospital data set was being uploaded multiple times while the device was running on battery mode and there was a question if this has accelerated the battery consumption on the device and caused an error on battery estimation.